Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing records for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the severely calcified and moderately tortuous superficial femoral artery. The physician first advanced a 2.0x20mm non-bsc balloon catheter to the lesion. Then the physician advanced the 6.0x100/135mm sterling otw balloon catheter to the lesion and inflated the balloon to 6atms. On the second inflation, the physician inflated the balloon to 8atms and on the third inflation, inflated the balloon to 10atms and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with the deployment of a non-bsc stent which was post dilated with a 6.0x40/135mm sterling otw balloon. Pt status is reported as "no problem".